Event description:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('incorrect location of right side implant (perforation)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pain"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("heavy bleeding ") and tremor ("tremor"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, menstruation irregular, genital haemorrhage and tremor outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain and tremor with essure. The reporter commented: essure removal was performed at patient's request. No follow-up is available 6 or more months following removal. The reporter stated that essure maybe caused or contributed to the occurrence of the pain due to incorrect location of right side implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('incorrect location of right side implant (perforation)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pain"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("heavy bleeding ") and tremor ("tremor"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, menstruation irregular, genital haemorrhage and tremor outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain and tremor with essure. The reporter commented: essure removal was performed at patient's request. No follow-up is available 6 or more months following removal. The reporter stated that essure maybe caused or contributed to the occurrence of the pain due to incorrect location of right side implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-nov-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of fallopian tube perforation ('incorrect location of right side implant (perforation)') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), pelvic pain ("pain"), menstruation irregular ("irregular menstruation"), genital haemorrhage ("heavy bleeding ") and tremor ("tremor"). The patient was treated with surgery (laparoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the fallopian tube perforation, pelvic pain, menstruation irregular, genital haemorrhage and tremor outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, genital haemorrhage, menstruation irregular, pelvic pain and tremor with essure. The reporter commented: essure removal was performed at patient's request. No follow-up is available 6 or more months following removal. The reporter stated that essure maybe caused or contributed to the occurrence of the pain due to incorrect location of right side implant. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 17-dec-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.